Event description:
It was reported that the doctor was performing a stereotactic breast biopsy, had taken the needed samples and was attempting to place a marker when the first marker wouldn't deploy. The doctor tried a second and third marker and both additional markers didn't deploy. The doctor tried a fourth marker and was able to deploy the marker successfully. The doctor believed the tip of one of the three markers got sheared off into the patient's breast but wasn't able to find any trace of the plastic tip around the site. The patient was discharged home with the information that there may be a piece of the plastic tip sheared off in her breast. Requested patient information but none was provided. All three markers were disposed of and were provided to the customer by the sales rep.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.